Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -11.00/+2.5/055 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2024. The lens was reported as excessive vaulting and significant reduction of irido-corneal angles. The lens remained implanted. Additional information has been requested but none has been forthcoming.